Manufacturer narrative:
Non-destructive visual evaluation was performed on 86-2322, total condylar 3 tibial component, which was revised after approximately six months post implantation. The ultra-high molecular weight polyethylene tibial component had a fractured intercondylar post and was received as five separate pieces. The articulating surfaces of the component showed burnishing and mild scratching over approximately seventy-five percent of each condyle. The tibial tray showed the presence of bone cement pockets, gouges, and scratches on the tibial tray caused by a sharp instrument during removal. No material or mfg defects were noted on the device. At this time, jjpi considers this file closed.

Event description:
Pt felt clicking in knee. Revision surgery found broken post on tibial insert.